Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt during slitting, the catheter kinked about midway. The physician had to use extreme force to complete the slitting. The physician complained about the slitter getting stuck on the braiding. After slitting, the lead dislodged and a new catheter was used to reposition the lead and that catheter was slit with no issues. No patient complications have been reported as a result of this event.